Event description:
This lead was implanted on (B)(6) 1996 and was capped on (B)(6) 2011 due to possible lead fracture. Episodes of noise noted in logbook. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).